Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 420 mg/dl. The customer treated with manual injection and the insulin pump. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were observed. The insulin was new and the insertion site was not sore or irritated. The time and date were correct. The insulin pump passed the high pressure test. The insulin pump would be replaced per a health care professional's request and will be returned for analysis.